Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the pressure transducer printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).